Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed their pump supplies to resolve the occlusion alarms. The customer's blood glucose (bg) levels ranged between 300-600mg/dl and manual injections were administered to address the bg levels. The customer believed that the occlusion alarms were caused by the infusion sets; no troubleshooting was performed as tandem technical support was not contacted during the occlusion alarms therefore the possible cause of the occlusions could not be determined.